Event description:
It was reported that the customer was admitted to the intensive care unit of the hospital due to blood glucose level of 600mg/dl. The customer was treated with intravenous insulin and saline. At the time of the report with tandem technical support the customer was still admitted to the hospital. Reportedly, an altitude alarm occurred. The customer loaded a new cartridge to clear the alarm. Multiple follow up attempts were made to gather additional information; however, the customer did not respond to follow up attempts.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.